Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report, however, no information was provided. The device referenced in this report was returned to olympus for evaluation. A total of twelve electrodes from the same lot were returned, with nine of the twelve electrodes in unopened individual packages, and the remaining three were returned in a biohazard bag. The electrode loop wires of the three used electrodes were broken near the junction with the yellow terminal, and the fracture area was deformed consistent with a high energy event. The 12 electrodes were returned to the original equipment manufacturer (OEM) for further evaluation. This report will be supplemented if the OEM provides significant and relevant evaluation findings.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each device involved in this event. The user facility reported that the first three electrodes used during a transurethral resection of the prostate (turp) procedure broke on the initial pass over the patient's tissue. The loops reportedly broke at the yellow connector. The intended procedure was said to have been completed with a different unknown type of device. There was no report of patient harm nor device fragments. Please cross reference MFR. Report numbers: 9610773-2011-00022 and 2951238-2016-00204 to account for the three devices as referenced in the original report. The following reports will be supplemented to cross reference the three associated complaints: 9610773-2011-00022